Event description:
It was reported that attempts to set up and connect the boston scientific insertable cardiac monitor (icm) were unsuccessful. The patient mobile monitor app indicated that the system was not set up, and repeated efforts using the tablet and donut magnet failed to establish communication. Although the implant could be palpated, the monitor was not detected. Imaging was suggested to verify the boston scientific identifier, and technical services was contacted for support. The icm remains in service, and no adverse patient effects have been reported. The icm device was inadvertently explanted during a procedure intended to remove a non-bsc monitor device (wrong device was explanted).

Manufacturer narrative:
The supplemental update was made to impact codes (h6) section device manufacturers only.

Event description:
It was reported that attempts to set up and connect the boston scientific insertable cardiac monitor (icm) were unsuccessful. The patient mobile monitor app indicated that the system was not set up, and repeated efforts using the tablet and donut magnet failed to establish communication. Although the implant could be palpated, the monitor was not detected. Imaging was suggested to verify the boston scientific identifier, and technical services was contacted for support. The icm remains in service, and no adverse patient effects have been reported. The icm device was inadvertently explanted during a procedure intended to remove a non-bsc monitor device (wrong device was explanted).